Manufacturer narrative:
Reference: CAPA-20-00141.

Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the regurgitation remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed an article entitled "the basilica trial-prospective multicenter investigation of intentional leaflet laceration to prevent tavr coronary obstruction" by robert j. Lederman in jacc cardiovasc interv. 2019 jun 10. Pii: s1936-8798(19)30832-5. Within the "online appendix", a supplemental material of the article, the following complaint was identified: an unknown edwards model aortic valve was disabled via a valve-in-valve procedure after unknown implant duration due to mild regurgitation. A 26mm s3 trans-catheter valve was implanted.